Event description:
It was reported that during an adenoidectomy procedure using the coblator ii system, the controller seemed to short out while making a popping sound. As a result, the wand was not receiving any power. The procedure was ultimately completed using a competitive product. There were no significant delays or pt complications reported as a result of this event.

Manufacturer narrative:
Visual analysis of the returned coblator ii controller found no discrepancies with the case or the internal components. Functional analysis found that the output board which controls the wand was shorted out, most likely by connecting a wand with residual saline still present on the cord, as the complainant reported. The complaint history for this lot number was reviewed and no similar complaints were identified. The root cause cannot be confirmed but is believed to be due to a short caused when a wet plug was connected to the controller. Containment and corrective actions are not deemed necessary at this time as no deficiencies were identified in the manufacture or design of this device which have contributed to the reported event.